Event description:
It was reported that during a routine follow up in clinic atrial lead noise and inappropriate auto mode switch (ams) episodes due to oversensing were noted. The lead was explanted and replaced successfully. No complications.